Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported by the representative that the syringe is leaking. To aid in the investigation, one sample was received in an opened packaging blister for investigation by our quality team. A visual inspection was performed and no defects or imperfections were observed. The sample was then tested for leakage and passed. A device history record review was completed for provided material 309653, lot number 1145494. The review did not reveal any detected quality issues during the production of this lot that could have contributed the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
It was reported when using the bd luer-lok¿ tip syringe there was leakage. The following information was provided by the initial reporter. The customer stated: "the syringe is leaking."